Event description:
It was further reported that cause for hemolysis was unclear. Lab work, serial logfiles to trend power levels, and computed tomography angiography (cta) were performed. There were no changes to patient's device. The hemolysis resolved. The patient was stable. It also was unclear whether the event was contributed by the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of blurred vision, loss of balance, and elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed elevated pump power and estimated flow values; however, a specific cause for this finding could not be conclusively determined. The submitted log files contained events from (B)(6) 2023 through (B)(6) 2023. Slightly elevated pump power and estimated flow values were captured on (B)(6) 2023. It should be noted that these elevated values were captured during pulsatility index (pi) events and were not sustained through (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including hemolysis and other neurological events (not stroke-related), that may be associated with use of the heartmate ii left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also states that, ¿if the system detects a pi events, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low-speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted since the patient was admitted with transient ischemic attack (tia) symptoms of blurred vision, loss of balance, and flow of 3 lpm. Patient's ldh on (B)(6) 2023 was 397 and (B)(6) 2023 was 433. Ventricular assist device (vad) interrogation was noted with increase in power up to 8.3 watts. There were some elevated pump powers noted in the log in the 8w range, but all were associated with pi events. Additional log file review only captured pi events and routine power changes. No unusual power/flow elevations were seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.